Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a normal eri device change out. Externalized conductors were observed on the lead. No electrical anomalies were detected. The lead was capped and replaced. Patient is fine.